Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 475cc saline breast implants which bilaterally deflated after implantation. The report state possible bilateral slow leak. As a result patient had them removed on (B)(6) 2019. This report is for the left side.

Manufacturer narrative:
On 5/29/2019, additional information indicated that per patient operation report there was no deflation's and both implants were intact, but there was issue with ptosis, and poor skin quality. Patient wanted to have bilateral replacement with slightly larger silicone implants, and even though the doctor explained that the heavier implants can accelerate the breast ptosis, patient wished to proceed with larger silicone: left replaced with catalog number 3505590bc, serial number (B)(4), and right replaced with catalog number 3505590bc, serial number (B)(4). This report is for the left side. Manufacturer¿s reference number: (B)(4).